Event description:
It was reported that the patient is going to have his ambicor penile prosthesis (app) device revised because they are no longer able to inflate the prosthesis. A procedure has not yet been scheduled. No further information has been provided to date.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported inflation issues were confirmed as analysis found bulging with broken fabric threads in one of the cylinders. This malfunction could impact the functionality of the device. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ambicor cylinders, pump and tubing were returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. The tubing was identified as having been cut to separate the cylinders and pump. Visual analysis found both cylinders had wear at folds in the cylinder bodies. One cylinder had a leak at the corner of a fold. When the cylinder was inflated with a syringe, a bulge with broken fabric threads was observed in the cylinder body. The other cylinder passed leak testing. Analysis of the pump identified there was no damage. The identified bulge with broken fabric could affect the functionality of the device. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient is going to have his ambicor penile prosthesis (app) device revised because they are no longer able to inflate the prosthesis. No further information was received at the time concerning a revision procedure. Later, the explanted device was received for analysis.